Event description:
Healthcare professional reported, "attempted to place an implant. And discovered a puncture, with gel leaking profusely". The device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed, one opening on the anterior side assessed, as surgical damage. Additional observation: crease observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, "attempted to place an implant. And discovered a puncture, with gel leaking profusely". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device, before implantation.

Event description:
Company representative reported on behalf of healthcare professional "attempted to place an implant and discovered a puncture, with gel leaking profusely." The device was not implanted.